Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge time out (cto)s with the original device battery. The device could provide a 35 joule charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. Battery analysis found no internal shorting had occurred. There was localized lithium (li) discharge along the edges. The observed li-severing is consistent with the large battery impedance measured upon receipt of the battery. Review of save to disk data indicated an excessive charge time event occurred. The excessive charge time resulted from the increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 1581 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at end of service (eos) due to excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.